Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation. Product UDI is corrected.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not displaying the volumes. It was reported that the device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not displaying the volumes. During troubleshooting, the rse reviewed the test set up and verified that the whisper swivel was in place. The rse advised the customer to perform a performance verification test (pvt) to diagnose the issue. After performing the pvt, the customer found that device was failing flow test. The rse provided the customer with the following instructions: verify that the low-pressure plug is installed into the internal leak orifice, verify that the calibration analyzer was set to measure air in stp (standard temperature and pressure) mode; verify that the ventilator gas outlet port was unobstructed, perform the air flow sensor zero calibration (software version 3.10 or later). If the air flow sensor reading is not within limits as compared to the calibration analyzer, replace the flow sensor assembly. The customer was provided with the part number of the replacement flow sensor assembly.